Event description:
It was reported via both the competent authority and the customer that during the surgery, the drill broke in the nail at the proximal level. It was further reported that "it was impossible to retrieve the broken piece. It was further reported that the proximal locking screw couldn't be implanted.

Manufacturer narrative:
The device will not be returned for investigation. Add'l info has been requested and if received will be submitted on a supplemental report.